Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that the patient treated themselves with 14 units of novolog for a high based off of the cgm (367 mg/dl) when their actual bg was already low (51 mg/dl). The patient went to the bathroom and does not remember anything until waking up in the emergency department. They were reportedly treated with glucagon and provided with fluids, as well as being informed that their bg was 29 mg/dl after being treated with glucagon. The patient was discharged later that day after refusing to be admitted to the hospital. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.